Manufacturer narrative:
Follow-up # 1 (08/29/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Weight: (B)(6). 510k#: k053529.

Manufacturer narrative:
Follow-up # 2 (09/21/2011)-device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient in (B)(6) contacted lifescan to report the one touch ultra 2 meter was giving the error 4 and error 5 error messages. On (B)(6) 2011 the technical service representative (tsr) spoke with the patient to obtain and verify information. On (B)(6) 2011 at 7:30 pm the patient was experiencing the symptoms of impaired vision and he felt hypoglycemic. While symptomatic, the patient attempted to test his blood glucose level using the reported meter, however obtained the error messages error 4 and error 5. He did not obtain a blood glucose reading. During the time period the patient was attempting to test his blood glucose level, his vision symptoms worsened and he also experienced shaking and sweating. At 9:27 pm, the patient obtained the blood glucose reading of 52 mg/dl. After the use of the meter, the patient administered self-treatment by consuming food and/or a drink, and felt better afterwards. He did not seek any medical attention or treatment. The patient's subsequent blood glucose readings were 100 mg/dl at 9:35 pm and 138 mg/dl at 9:54 pm. Earlier on the day of this event, the patient had eaten his usual meals, and obtained the readings of 85 mg/dl and 275 mg/dl. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The tsr also determined the test strips did not completely draw in the blood sample, which can cause error messages. The meter and test strips were replaced. The patient's symptoms worsened and he suffered symptoms suggesting severe hypoglycemia during the time period he obtained only error messages on the reported meter, and received treatment with food to alleviate his symptoms. Therefore this complaint is being reported.